Event description:
The device was used during thorax procedure. Reprtedly, the instrument made a noise and broke. The surgeon applied another device to complete the procedure. The hospital. The hospital has reported no patient injury occurred.